Event description:
Boston scientific received information that this patient experienced a syncopal episode and was taken to the hospital. A neurological exam and computed tomography (CT) scan were unremarkable. Device interrogation did not reveal any abnormal rhythms associated with the syncopal episode an echocardiogram showed an ejection fraction (ef) of 15% and no thrombus was visible. It is suspected that the event was cardiac related. The patient was discharged and no changes were made to his medical therapy.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.